Manufacturer narrative:
(B)(4).

Event description:
Procedure: . Customer states that upon the first fire to between segments of lung with during a left superior lingular segment resection, the device pre-fired; status indicator illuminated green. Since the silver and blue toggles became unactuated to open the jaws, jaws were released from the tissue with the adapter tool. Customer's idrive was opened and fired successfully with five other sulus.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was partially fired with one row of pushers visible. There were staples protruding from proximal staple cartridge channel. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for this device lot number indicates the following non-conformances were noted: mfg found red stain on lids on line, 1st shift. Ncr # (B)(4), not related to the reported condition. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application.